Event description:
A caller reported that the pump battery would not charge. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. After leaving the wall adapter plugged into a working outlet for at least 30 consecutive minutes, the pump began charging, and no further assistance was required.